Event description:
Polymyalgia rheumatica [polymyalgia rheumatica]. Reynaud's [raynaud's phenomenon]. Case description: spontaneous report received on 12-jan-2009 from a company representative regarding an approximately (B)(6) female pt with a history of osteoarthritis, (B)(6), who experienced polymyalgia rheumatica, raynaud's, weight loss and a loss of appetite after starting synvisc. The pt received her second injections of synvisc into both knees on (B)(6) 2008. The pt reported that she experienced a lot of pain in her arms after the second synvisc injection. The hcp diagnosed the pt as having a rare autoimmune response called polymyalgia. The third synvisc injection was not given. The hcp stated the relationship of the events to synvisc was definitely causal. At the time of this report, the outcome of the pt was unk. The lot number was u0817 with an expiration date of july 2011. On (B)(6) 2009, the pt provided more info via a telephone call. The pt confirmed that she received her second synvisc injections into both knees on (B)(6) 2008. After receiving synvisc she experienced "severe joint pain, neck pain, hand pain, arm pain, shoulder pain, pain under her breasts, excruciating knee pain, pain in the fleshy part of her arms, had a compromised immune system, had no appetite and lost (B)(6) pounds." On (B)(6) 2008 she saw her hcp who diagnosed her with polymyalgia rheumatica and raynaud's. She was put on prednisone for her symptoms and started therapy (nos) for her pain. On (B)(6) 2009 she had a blood test which indicated an elevated white blood count. Her hcp wanted her to get tested for malignancies and she had another blood test scheduled for (B)(6) 2009 or (B)(6) 2009. Additional info was received on 13-jan-2009 in the form of qa results. The production and quality control documentation for lot# u0817, with expiration date 07/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# u0817, with expiration date 07/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.